Manufacturer narrative:
On 5/14/2019, a manufacturing record evaluation (mre) was performed for the finished device number 244512, and no non-conformances related to the reported complaint were identified. On 5/21/2019, the date problem observed was (B)(6) 2014 and not (B)(6) 2018. Ethnicity was not hispanic/latino, race was white. Date of birth was (B)(6) 1950, patient age was 63 years old. In addition, the cutaneous contour deformity code was removed. The patient experienced breast pain. The code defective device was removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a concomitant medical products: a gel mentor memorygel breast implant 400cc , catalog number 3507400bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 400cc. Patient "is having problems with her left breast implant." No other information provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.